Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years and 10 months post implant of this 25mm aortic bioprosthetic valve, it was successfully replaced valve-in-valve with a 26mm transcatheter valve due to stenosis and elevated gradients of over 50mmhg. No additional adverse patient effects were reported.